Manufacturer narrative:
Submit date: 04/25/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports a patient got hit ii (heparin induced thrombosis and thrombocytopenia) from a palindrome h (heparin coated) catheter. Catheter was inserted on (B)(6) 2011 and there was no ability to develop hit ii by patient history. No lab tests available. They have exchanged the catheter to a non coated one. A second heparin source regarding this patient was clixane. The catheter has been exchanged for analysis and patient safety. Additional information received that patient was given a priming solution: taurolock on heparin based administration two times heparin than change to clexane (nmh). Operation in an other hospital for stent implantation.